Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a clearlink extension set was mostly full of air. This occurred during infusion of total parenteral nutrition (tpn), and was noted after a nurse moved the patient from a swing onto a bed. The reporter stated that the nurse primed a new filter, and restarted the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.